Event description:
This was a peripheral vascular intervention to treat critical limb ischemia (cli) in the lower leg. A spectranetics 2.0 turbo elite was used. During the procedure, a dissection occurred and embolus material was pushed into the tp trunk. All vessels below the knee were then shut down. The patient required a below the knee amputation which was performed the next day.

Manufacturer narrative:
(B)(4). Placeholder.